Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient underwent revision knee surgery for a loose liner, screw. Doctor removed the loose screw and liner and implanted a new one.

Manufacturer narrative:
An event regarding alleged loosening involving a ps lipped tibial insert was reported. Screw loosening was confirmed from the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and indicated: "the x-rays confirm the event, there is a protruding piece of screw visible in the intercondylar tunnel of the ps knee. On x-ray, there is no obvious cause for this problem. The knee has adequate size, position and alignment with stable cemented fixation, no obvious issues. As there is no other information available, the failure cause remains obscure. This case quite likely needs explant materials analysis to find out more about the potential failure mode. This case cannot be solved with the current information." Conclusions: the exact cause of the event could not be determined with the limited information provided. Further information such as product return is needed to complete the investigation and to help determine a root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient underwent revision knee surgery for a loose liner, screw. Dr. Removed the loose screw and liner and implanted a new one.